Manufacturer narrative:
Additional narrative: unknown when the blade backed out; patient reported feeling pain starting on (B)(6) 2016. (B)(4). Device was scheduled to be explanted on (B)(6) 2016; it is unknown if that procedure occurred. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacture date: october 28, 2015. Expiration date: october 01, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an initial (B)(4) proximal femoral nail anti-rotation (pfna) surgery for intertrochanteric femoral fracture took place on (B)(6) 2016. From (B)(6) 2016, the patient started rehabilitation with applying full load on the fracture site. Two weeks after the surgery, it was found that the blade was backed out in the patient's body; however, the patient was under follow-up study. On (B)(6) 2016, the patient alleged severe pain on hip joint while doing bending exercise at the rehabilitation facility. By checking with x-ray, it was found that the blade went through the caput of bone and touching acetabulum. The patient hospitalized immediately and reoperation is scheduled on (B)(6) 2016. The patient currently has no pain as long as there is no load on the perforation site. She is moving around with a wheelchair. It is unknown if the revision procedure occurred as planned. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided images were reviewed by the manufacturer and it was confirmed that the blade backed out and went through the caput and touched the acetabulum. The blade becoming twisted was not able to be confirmed.